Manufacturer narrative:
The reported events were lead dislodgement, capture thresholds issue and increased pacing impedance. A complete lead was returned in one piece with the helix found stretched/bent and clogged with dried blood/tissue. X-ray examination found the helix stretched/bent consistent with procedural damage. Unable to perform helix mechanism and extension length test due to damage helix as received. The reported events of capture thresholds issue and increased pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: b5 - related MFR report number should have been 2017865-2023-94307 rather than blank.

Event description:
Related MFR report number: 2017865-2023-94307.

Event description:
Related MFR report number: it was reported that a patient presented to clinic for follow up with increased fatigue and dizziness. Device interrogation revealed oversensing noise resulting in pacing inhibition on the atrial lead. Patient presents for lead extraction, and pre-procedure interrogation revealed increased threshold and p-waves on the atrial lead and capture threshold issue and increased pacing impedance on the right ventricular (rv) lead. On 3 nov 2023, x-ray was performed and revealed that the atrial and rv leads were dislodged. The physician elected to explant and replace the atrial and rv lead. There were no patient consequences.